Event description:
It was reported that the patient went to the hospital because his inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed in which a crack in the connecting tube of the left cylinder was confirmed. As a result, the pump was removed and replaced. The cause of the connecting tube issue was not detailed by the hospital. There were no patient complications reported.